Event description:
It was reported that impedance measurements started to increase and are now high in the right ventricular (rv) lead. The lead remains in use, but a replacement is being planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.